Event description:
Procedure type: nephrectomy. According to the reporter: the device was fired. As it was released. The tissue seemed to snag on the stapler and ripped the renal vein. Another stapler was opened to resolve the issue. There was no excess blood loss or time taken as action was quick.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 09/18/2012.